Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) inappropriately delivered five bursts of anti-tachycardia pacing (atp) and one 41j shock due to sudden 1:1 arrhythmia. Therapy was inhibited until the rhythm was detected in the ventricular tachycardia (vt) zone. Atp slowed down the right ventricle an the patient went into 2:1 tachycardia, then either atrial tachycardia or ventricular tachycardia (vt). The subsequent bursts of atp did not convert, but the 41j shock did. Technical services (ts) discussed troubleshooting options and recommended reviewing programming considerations with the physician. This crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) inappropriately delivered five bursts of anti-tachycardia pacing (atp) and one 41j shock due to sudden 1:1 arrhythmia. Therapy was inhibited until the rhythm was detected in the ventricular tachycardia (vt) zone. Atp slowed down the right ventricle an the patient went into 2:1 tachycardia, then either atrial tachycardia or ventricular tachycardia (vt). The subsequent bursts of atp did not convert, but the 41j shock did. Technical services (ts) discussed troubleshooting options and recommended reviewing programming considerations with the physician. This crt-d remains in service. No additional adverse patient effects were reported. Additional information received reported that this crt-d stored two additional episodes with atp and shocks were delivered inappropriately due to atrial fibrillation (af) with rapid ventricular response (rvr). This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.